Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant the pulse generator exhibited inappropriate inhibition when taken out of the pocket due to the common mode rejection ratio. Atrial spikes were observed, but not the ventricular.